Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/30/2014 with the following findings: visual inspection of the pump found some cosmetic damages. The pump powered up with auditory and vibratory features. The display was dim and discolored. The reported display issue was duplicated in the investigation. Unrelated to the display issue, the battery compartment was found to have cracked along the side of the threads, on the threads above the grip pad and below the grip pad. In addition, the ¿up¿ arrow button responded intermittently and removal of the keypad cover found contamination under the ¿up¿ button contact.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the distributor contacted animas, alleging that the display was dim. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.